Manufacturer narrative:
(B)(4). The analysis results found that the mcl20 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). Upon inspection, the jaws were noted to be loose relative to the clip track; it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a ileac cutdown, multiple clips weren't completely forming when deployed and multiple clips were falling out of the jaws of the clip applier when deployed. This occurred with two like devices. A third like device was used to complete the procedure. There were no patient consequences reported.